Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colorectal resection procedure, first ntlc surgeon used placed on bowel went to fire and the gun locked out. He couldn't get the gun to work so got a new one. The next ntlc fired; however the surgeon was unhappy with the staple line as at the distal end some of the staple were sticking out and looked to be unformed. Another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Two devices (a-b) were returned for analysis. Device a was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Device b was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality with a test cartridge reload and achieved its firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. The device meets the release criteria for distribution.